Manufacturer narrative:
Philips service replaced fru pfs389, fru pfs391, pfs-418-cfg2 hdd, and sib_x board, and linked the issue to the hospital network. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the fluoroscopy console failed, suspected due to a hospital network issue on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.